Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue found damaged(detach) downstream occlusion (dso) seal. This condition is considered a reportable malfunction. The cause of the reported issue was unknown. Replaced the downstream occlusion (dso) seal. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because the pump did not switch on. Upon physical inspection, a damaged (detached) downstream occlusion (dso) seal was identified, and it was reported as a malfunction. There was no reported patient involvement or harm.